Manufacturer narrative:
No broken reservoir compartment or retainer during visual inspection. Insulin pump received with cracked case behind the insulin pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring around the reservoir was broken away. Customer's blood glucose value was 5.5mmol/l. Customer was disconnected from the pump and revert to back up plan as per healthcare professional. Insulin pump will be returned for analysis.